Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported damage, interrogation issues, and high impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. The patient also noted that the device was damaged. Subsequently, a revision procedure was scheduled. When the pocket was opened insulation damage was noted on the right atrial (ra) and right ventricular (rv) leads. The leads also exhibited high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. It was suspected that the rv lead was fractured. The crt-p, ra and rv leads were explanted and replaced. No additional adverse patient effects were reported.